Event description:
Rptr did meter to lab comparison tests. Rptr's meter reading was 191 mg/dl, and 1/2 hr later a lab result was 243mg/dl. No symptoms were reported. On followup, report info was corrected to above by rptr. Rptr clarified that rptr had inserted the test strip completely for the meter test. A control test was not done due to unavailability of solution. No harm was alleged.